Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during an iliac angioplasty, a dissection occurred. The approximately 80% stenosed lesion was located in the severely calcified left external iliac artery, just beyond the femoral. First, 1-2 inflations were performed with an unspecified angioplasty balloon. Then the 2cm peripheral cutting balloon was inflated to nominal pressure when a 20mm dissection occurred. Pressure was held with an inflated long balloon, and nothing further was needed. Patient had no symptoms, and the procedure was successfully completed with this device. The peripheral cutting balloon was checked outside of the patient and no rupture had occurred.